Event description:
The report received from the affiliate indicated that the balloon of the sakura fire star 2.0 x 20 balloon catheter (bc) would not deflate as expected. The physician tried many times to withdraw it. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that: the target lesion was the circumflex. The lesion was reported to be: severely calcified, and a 90% stenosis. The physician used additional force to remove the product from the patient. The bc inflated normally. The maximum inflation pressure was about thirteen atmospheres. The bc maintained pressure during inflation. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover or stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. There was no information provided regarding the contrast used for preparation or the contrast to saline ratio used. The catheter did not kink during use. The device was removed intact from the patient. Films are not available. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that the balloon of the sakura fire star 2.0 x 20 balloon catheter (bc) would not deflate as expected. The physician tried many times to withdraw it. Additional force was used and the device was removed. There was no reported patient injury. The target lesion was a severely calcified 90% stenosed circumflex. There was no reported difficulty accessing the target lesion. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover or stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The balloon catheter inflated normally. The maximum inflation pressure was about thirteen atmospheres. The balloon catheter maintained pressure during inflation. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no information provided regarding the contrast used for preparation or the contrast to saline ratio used. The catheter did not kink during use and was not in an acute bend. The device was removed intact from the patient. Films are not available. The product was returned for inspection. One non sterile sakura-firestar 2.00x20 mm was received coiled inside two plastic bags, several kinks were found through the unit; this condition could be related to the way to the unit was sent for the analysis. The balloon was received already inflated; blood and crystallized inflation residues were found through the unit. No other anomalies were found. Dimensional and functional tests (withdrawal and inflation/deflation) could not be performed since the balloon was burst during cleaning procedure. The unit was sent to the sem analysis in order to find the potential cause of the failure experienced by the customer. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. Review of lot 15870139 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿withdrawal difficulty¿ and ¿deflation difficulty¿ could not be confirmed since the unit was burst during cleaning procedure. The exact cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Based on the information available for review factors contributing to the difficulty experienced by the customer could not be determined. Information regarding the contrast to ratio concentration used is unavailable. The IFU does indicate that use of concentrations greater than a 50% solution of contrast medium may result in increased viscosity which could prolong inflation/deflation times. Additionally, kinks along the device at the time of deflation my inhibit performance. Neither the DHR, analysis nor the information available suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.